Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can noted at 36.2cm to 36.3cm from the distal tip. Additionally, two external abrasions breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart were noted at 8.7cm to 8.9cm and 9.1cm to 9.7cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.